Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 409 mg/dl with abdominal pain, extreme drowsiness, nausea, shortness of breath, confusion and an unspecified level of ketones associated with an inaccurate delivery issue. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. Customer technical support advised the patient to get medical attention and follow back up for troubleshooting. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.